Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes. Patient noticed blood on his garment at one point. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician recommended using medications which did not help with the rash. Patient did not know the names of the medications. Follow up indicated that the skin irritation has improved due to removing the lifevest.